Event description:
According to a customer, pt psa results of 0.0 were sporadically obtained even when the real value is positive or normal. No reports of injury requiring medical inerventiion or change to pt treatment associated with this event.